Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a nephrectomy, the clips slipped off tissue when used. No patient consequences.